Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer is alleging insulin cartridge leaked in the pump. No adverse event alleged. Device not available for return.